Event description:
A biomedical engineer reported the laser would not turn on before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The supervisor module printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 20, 2015. Based on qa assessment, the product met specifications at the time of release. Pcb was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated system hotbed system with an embedded system and was booted up without any system message (sm) or abnormalities noted. A 12 hour burn-in procedure was then performed and there were no sms or any other nonconformities observed during or after the 12 hour burn-in. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).